Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that tpn was found on the floor and leaking was noted from proximal split septum port. The physician was notified and infusion stopped. No patient harm or medical intervention was reported. No further patient/event information was provided.